Manufacturer narrative:
Date rec'd by MFR: 27mar2019. Date of report: 18jun2019. The manufacturer's field service engineer (fse) performed troubleshooting and was unable to confirm the reported issue. The fse replaced the power switch overlay and the issue was resolved. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03april2019. (B)(4). No phone number provided. A follow-up report will be submitted once the investigation has been complete

Event description:
It was reported that the unit's green and orange light emitting diode (led) indicator was faulty due to a bad connection. There was no patient involvement. Event date not specified, estimate used.